Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the stylus worked accurately without any deviations. It was noted errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with stylus calibration. Tried to change the stylus and perform the calibration many times, without success. The programmer was returned for service. There was no patient involvement.